Event description:
It was reported that the pump battery intermittently could not be charged without maneuvering the cable into the charging port. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.